Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection confirmed the device was severed at 50cm from the distal tip of the sheath. More information was obtained from the account manager that the guidewire had trouble going up and over a steep bifurcation in the patient's iliac artery. Additionally, upon removal of the artix sheath at the end of the procedure, the physician felt resistance and kept pulling the device from the hub. The sheath shaft damage was likely caused by tortuous anatomy and underlying disease that created worst case conditions for the sheath usage and was exasperated by excessive force used to remove the device when resistance was felt. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "adequate vessel access is required to introduce the artix sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including plaque, calcifications, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result." "Avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(4)..

Event description:
On (B)(6) 2025 an 81-year-old female patient underwent arterial thrombectomy using inari devices. The patient's clot age was estimated at 14 days. During the thrombectomy, the artix thin-walled sheath (artix sheath) started to unravel while pulling the sheath out at the end of the procedure. There was no reported injury and the case was completed without further issue.